Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the plunger was defective. The following information was provided by the initial reporter. The customer stated: the "plunger was defective."

Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. The photo and returned sample were reviewed and the indicated failure mode for squashed plunger stopper was observed. Additionally, 10 retention samples from bd inventory, were evaluated by visual examination and the issue of squashed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode squashed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.